Event description:
It was reported to philips that the system was unable to power up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system power up failed. Review of the logfile shows no control network connection ippc. Review of the logfiles shows the front panel failed, and the system can¿t power up. Review of the logfile shows the front panel failed, and the system can¿t power up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the pdu front panel led on the m cabinet remained off at all times and fse ran diagnostic software and found a failure in the pdu front panel pcm. To resolve the issue, the fse replaced the pdu front panel. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.